Event description:
It was reported that this pacemaker reached explant status and was replaced. It was noted that the patient had high pacing thresholds. No additional adverse patient effects were reported. The device is expected to be returned for analysis.